Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflet. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital and an echocardiogram was performed and revealed that the second clip previously implanted had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The patient remained in the intensive care unit (ICU) on (B)(6) 2025, an additional mitraclip procedure was performed. Prior to inserting the mitraclips, a chordae rupture and flail were observed. Two clips were implanted, and mr remained at a grade of 4. The clips were noted to be stable on both leaflets.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflet. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital and an echocardiogram was performed and revealed that the second clip previously implanted had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The patient remained in the intensive care unit (ICU) on (B)(6) 2025, an additional mitraclip procedure was performed. Prior to inserting the mitraclips, a chordae rupture and flail were observed. Two clips were implanted, and mr remained at a grade of 4. The clips were noted to be stable on both leaflets.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) was unable to be determined. The reported mitral valve insufficiency/regurgitation (mr) was a cascading effect of the reported slda. Unspecified tissue injury could not be determined. Additionally, the reported patient effect of mitral regurgitation and tissue injury are listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.